Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the cardiac resynchronization therapy defibrillator (crt-d) battery status bar was gray on interrogation. The device was then stored inside for greater than 48 hours at room temperature and reinterrogated, but the issue persisted. The device was not used and there was no patient involvement.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.